Event description:
It was reported that a collar fracture occurred. The target lesion was located in the right coronary artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the collar was fractured. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla catheter. Analysis of the tip, distal shaft, collar, hypotube and hub/strain relief included microscopic and visual inspection. Inspection revealed tip damage (misshapen), shaft kinks located 10.3cm and 11cm from the tip of the device, and numerous kinks in the hypotube. Inspection of the returned device found no other damage or defect with the device.

Event description:
It was reported that a collar fracture occurred. The target lesion was located in the right coronary artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the collar was fractured. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure.